Event description:
It was reported that a malf 16 malfunction alarm occurred. The customer's blood glucose level was recorded at 123 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted with resetting the pump. However, the malfunction recurred, prompting. Customer reverted to using an alternate method of insulin therapy.